Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic, pelvic pain/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's previously administered products included for an unreported indication: nexplanon. Concomitant products included butalbital;caffeine;paracetamol (fioricet) and ibuprofen. On (B)(6) 2018, the patient had essure inserted. In (B)(6) 2018, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("bleeding: general abnormal bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("bladder/urinary problems: urinary tract infection"), bladder disorder ("bladder/urinary problems"), psychological trauma ("psych injury"), nervous system disorder ("neurological condition/problems") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (essure removed on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, urinary tract infection, bladder disorder, psychological trauma, nervous system disorder, alopecia, weight decreased and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine, nervous system disorder, pelvic pain, psychological trauma, urinary tract infection and weight decreased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia, urinary tract infection. Essure insertion date (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2018: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: case become serious incident. Essure removal date added, event pelvic pain was made serious with serious ness criteria (medically significant and intervention required tick) and surgery details added. Rcc and reporter details added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.